Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse replaced the patient side manipulator (psm) to address error 319 on arm 4. Following service, the system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the psm associated with this complaint and completed its investigation. Failure analysis (fa) confirmed the reported issue as the unit triggered an error 319 during normal mode testing. As a fix the rolling loop assembly will be replaced.

Event description:
It was reported that during a da vinci-assisted total benign hysterectomy surgical procedure, staff reported that the surgeon experience a collision between two arms and received multiple recoverable faults on arm 1. They disabled arm 1 then rebooted system. Arm 1 was fine after rebooting the system but surgeon stated that arm 2 was very stiff. Technical support engineer (tse) explained that site can try one more reboot which they did and surgeon still complained that arm 2 felt stiff. Tse explained that we would have to send field service engineer (fse) out to check on it if she can't use it that way. At which point surgeon stated they will convert and need someone to check on system. The procedure was completed laparoscopically with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.